Event description:
It was reported that the set temperatures were not accurate on the tcm. The perfusionist stated that in maintain mode, the set temperature was 38 but the temperature reads 34 at the oxygenator. No pt injury was reported.

Manufacturer narrative:
The field service representative explained to the customer that it is normal to loose some heat from the tcm. He then replaced the dual temperature sensor as a preventive measure. The system operates as intended. This report is being submitted to the FDA as a result of a retrospective review of product complaints.